Event description:
The patient contacted animas on (B)(6) 2012, and stated the up and down arrow keypad buttons would become active in a holster. The patient noted the keypad rubber was very thin and the symbols were worn off. The patient reportedly wore the pump attached to a belt. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the key contacts and the up arrow key contact was found to be misaligned.